Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during the surgery, the led light cable must have been wet. A sound was heard at the light connection and the light cable burned and the inner connection also had signs of damage. Affecting the light quality coming through, the light cable was also burnt on the tip but we managed to clean it off after the case. A backup device was used to complete the surgery.